Manufacturer narrative:
During the visual examination, the device was found to have worn components including the spindle housing and the coupler. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the core impaction drill overheated after a procedure. There was no pt involvement and there were no user injuries or adverse consequences.